Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1(event site name): (B)(6).

Event description:
It was reported by customer that during routine check the cs100 intra-aortic balloon pump (iabp) was showing battery issue. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, inspected the unit completely, checked and found that the machine not working on battery. Checked the battery , it was found that the battery voltage was very low. After fully charging the machine, the battery ran out immediately within five minutes of turning off the mains power. Found that battery was defective. So fse replaced the battery which is arranged by customer. Performed all standard tests. Observed the unit, now machine work on battery properly. Machine work satisfactory.